Manufacturer narrative:
(B)(4) removed as it no longer applies. Analysis of the ins s/n: (B)(4) found insignificant anomalies.

Manufacturer narrative:
Product ID 3889-28, lot# va0v4g8, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that about three weeks after implant, the device was exposed through the incision. The device was replaced and antibiotics were administered. The issue was resolved. The patient's indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor. A follow up report will be sent if additional information is received.

Event description:
Additional information received from the manufacturing representative reported that the battery was to be returned the week of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported that the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.